Event description:
Customer reported that she went through a MRI and was wearing her insulin pump. Customer stated that the insulin pump alarmed e70. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units left on the status screen. Unit alarmed during rewind and e70 alarm confirmed in alarm history file due to motor encoder disk out of phase.